Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer reloaded the cartridge in an attempt to resolve the issue, however, the insulin gauge remained inaccurate. Customer declined further troubleshooting from tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 80 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.